Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified that the device had a broken shell and flat creases. A weight test of the device was verified and the device was found to be underweight. A microscopic analysis was performed which identified a sharp break. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified(tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.